Manufacturer narrative:
(B)(4). A follow up report wil be submitted upon completion of the investigation.

Event description:
The customer reported a pads ECG front end failure. There was no report of patient involvement.